Event description:
It was reported by facility staff in conversation with a company representative that there had been a post-operative death of a patient a few years ago; as far as the reporter was aware, this information was not communicated to the manufacturer or submitted to the FDA at the time of the event. An arthrex pump was utilized in the case but no connection was made between the device and the event. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
This report was brought to attention of a manufacturer representative in a conversation with facility staff approximately three years following the event. Additional information was requested from the original reporter and in follow-up with multiple other sources/contacts. Details including patient demographics, diagnosis(-es), relevant tests/laboratory data, treatment/interventions provided, cause of death per death certificate, coroner's report, surgical and post-operative medical records, and other relevant health history and pre-existing medical conditions have been requested but have not been provided. Conflicting event details were provided from the various sources. Per follow-up with company representatives and facility contacts, information was provided that the original surgery was a hip arthroscopy and/or sacroiliac decompression procedure performed approximately three years ago. One source stated the patient's abdomen was found to be distended and black at the end of the case; this was discovered when the patient was turned post-operatively. The surgeon believed the patient had suffered an abdominal aortic aneurism (aaa). The patient was immediately transferred to a cardiac hospital and operated on by a cardio-thoracic surgeon. An official source specifically reported the patient died seventeen days post-op. Another source stated the cause of death was documented as "dci" with no explanation as to the meaning of the initials. Other sources reported there was an abdominal compartment syndrome; the abdomen was found to be extravasated with fluid, the nature of which was not confirmed. In addition, the facility reported the arthroscopy pump utilized in the original surgery was tested after the event and found to be in good working order; the surgeon has continued to use it since without problem. No further patient information was provided at the time of this report or made available in response to follow-up communication. This device is used for treatment. The device mentioned was requested for evaluation, but per the facility is not being returned. Serial number was requested but not provided; therefore device history record review could not be performed. Based on the information provided, no conclusion as to the root cause of this event can be determined; there is no known connection from the device to the post-operative outcome which occurred seventeen days after the case. Arthrex is submitting this MDR because one of the contacts mentioned an arthrex pump was used in this case. Based on the report of the abdomen being black which supports, a description of an aaa, and the report that the pump was tested, found to be in working order, and continued to be used by the facility, arthrex has not determined this to be a pump (device) related event. If additional relevant information is received, a follow-up report will be submitted. Per customer, part will not be returned.

Manufacturer narrative:
This is a follow-up report to correct the device part number based on new information received as well as more relevant event details. Serial number requested but not provided therefore device history record review could not be performed. No conclusion as to the cause of the event could be determined. The arthrex pump is an "inter-articular" device. The back/torso is not identified as an intended use in the arthrex user guide and is an off label use of the device. Facility will not release device.

Event description:
In 2010, as a result of obtaining information regarding a legal proceeding, it was originally reported on medwatch# 1220246-2010-00106 that a patient died from post-op complications 17 days after the initial surgery date of (B)(6) 2007, for an arthroscopic hip procedure (sacroiliac decompression). Date of death was (B)(6) 2007. The patient was a male, (B)(6) dob (B)(6) 1943. After surgery, according to information gathered from hospital staff, it was suspected that the patient had an abdominal aortic aneurism and was transferred to a heart hospital. Upon death, an autopsy was reported to reveal that the abdomen was extravasated with "water." The arthrex arthroscopic pump involved in the case was reported as (B)(4). The pump was not returned to arthrex for evaluation and it was reported the facility continued to use the device after being inspected by the hospital biomed department. Information received (B)(6) 2014 indicated that the arthrex device involved was (B)(4) and not (B)(4) as reported. Additionally, recent information indicated that the surgeon performed a procedure on the patient to remove bone spurs from vertebrae in the lower back and not a sacroiliac decompression as originally reported. The surgery is normally performed by doing an open procedure, but the surgeon opted to perform it arthroscopically. After surgery, the patent was turned onto his back, he was described as being bloated and it was noted that his blood pressure dropped. The patient was taken to surgery at (B)(6) hospital, where fluid was removed from his abdomen. It was reported that a large amount of fluid entered the patient's abdominal cavity resulting in a hypotension and hypothermia that caused abdominal compartment syndrome, blood coagulopathy, metabolic abnormalities, shocked liver, acute renal failure and respiratory failure which ultimately caused the patient's death. The arthrex pump is an "inter-articular" device. The back/torso is not identified as an intended use in the arthrex user guide and is an off label use of the device.

Manufacturer narrative:
This is a second follow-up to add the serial number ((B)(4)) for the device. The serial number was previously unknown. Device history record review revealed nothing relevant to the event.